Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-09. H.6. Investigation summary: bd received 42 samples for investigation. The samples were evaluated by visual examination and functional testing and the indicated failure modes for loose needle/safety would not close with the incident lot was not observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to loose needle/safety would not close as all samples met specifications. The 2 photos provided were of the packaging, not the defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes. Bd was not able to identify a root cause for the indicated failure modes. Under our manufacturing process, molding parts like safety shields and wing hubs are inspected per molding lot and only conforming parts are used for the product assembly. In addition, appearance and function are inspected at process inspection and release inspection per product lot. Therefore, the possibility that a product with a defect from the beginning is generated and shipped out is very low. As stated in the IFU, please activate the safety shield after pulling the needle out of patient¿s arm. To activate, please hold the end of safety shield and tubing (avoid holding the wings together) and slide the safety shield straight to cover the winged needle without holding wings.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set the cannula broke off or pulled out and there was a shield activation issue. The following information was provided by the initial reporter. The customer stated: "the needle became loose and broke off in the patients arm. Needle was retrieved but patient had a small bruise. We checked a few more needles from that box and did find a few that seemed loose and one that the safety device wouldn't close.".

Event description:
It was reported when using the bd vacutainer safety-lok blood collection set the cannula broke off or pulled out and there was a shield activation issue. The following information was provided by the initial reporter. The customer stated: "the needle became loose and broke off in the patients arm. Needle was retrieved but patient had a small bruise. We checked a few more needles from that box and did find a few that seemed loose and one that the safety device wouldn't close."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.